Event description:
A report was received that the patients coverage was inconsistent. It was noted that the patient was experiencing periods with no stimulation and other periods with strong stimulation. X-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.